Event description:
It was reported that, "the subject is enrolled in (B)(6) study. The subject was revised due to an infection and the triathlon ts system was used. The operative notes, x-rays and office notes have been requested from the site in support of this per. In addition, the catalog numbers of the device that have been revised were also requested from the site."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.